Event description:
The customer stated that she had to go to the hospital a few times due to being unconscious. She stated she was having issues with the insulin pump. The customer declined to provide a blood glucose level. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.